Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Corrected data: b5 - the lens was implanted, removed and replaced intraoperatively. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -12.0/1.0/099 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. The lens was later removed and replaced for a shorter length lens due to excessive vault. This exchange resolved the problem.